Event description:
Syringe tubing connector that screws onto the IV/port/broviac, comes loose, disconnects ends up hanging on the syringe line. This means to disconnect the line from the patient you have to physically pull the two lines apart, rather than using the screw off method. This is extremely difficult to do when there is a sticky medication in the line, I have found myself having to hold the port/broviac in place to not pull it out of the patient. I did put the tubing in the defective bin in the dirty utility. Manufacturer response for stopcock, i.v. Set, ICU medical (per site reporter). No response yet.